Event description:
It was reported that; in surgical procedure scheduled for monday (B)(6), the breakdown of the end part of occurred, the threaded end part remained inside the trial metal cage , the metal cage remained inside the intersomal space in the patient, a mechanical gripper was used for its removal, a time of 15 minutes of delay with difficult removal. Without using the trial, the physician had to use the "cage " metal trial cages present in the hospital . Disk space has been emptied and worked with tools dedicated to preparation of the disk. The trial cage is placed on the insert. The insertion was beaten with a hammer to place the cage inside the space. The insertion broke. The trial cage was removed with mechanical clamp. There were no consequences for the patient, but they lost 15 minutes for removal with a tool not dedicated to the front surgery near vases in a complex anatomy.

Event description:
It was reported that; in surgical procedure scheduled for monday 29 may the breakdown of the end part of occurred, the threaded end part remained inside the trial metal cage , the metal cage remained inside the intersomal space in the patient, a mechanical gripper was used for its removal, a time of 15 minutes of delay with difficult removal. Without using the trial, the physician had to use the "cage " metal trial cages present in the hospital . Disk space has been emptied and worked with tools dedicated to preparation of the disk the trial cage is placed on the insert. The insertion was beaten with a hammer to place the cage inside the space. The insertion broke. The trial cage was removed with mechanical clamp. There were no consequences for the patient, but they lost 15 minutes for removal with a tool not dedicated to the front surgery near vases in a complex anatomy.